Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported underinfusion but was reproduced. A review of the event history log confirmed that the infusion was programmed with IV fluids on the primary bag at a rate of 50-ml/hr and on the secondary bag with a rate of 999-ml/hr with a bolus of 500-ml. Engineering investigation was able to reproduce the concurrent flow condition using these parameters given by the reporter. Per the baxter healthcare sigma spectrum operator's manual, flow rates above 300 ml/hr may cause fluid to be siphoned from the primary container during a secondary infusion. When the customer set up a bolus, half infused from the secondary bag and half from the primary bag. This was likely perceived as an under infusion.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump under infused lactate ringers during therapy in the intensive care unit. A secondary infusion was set up with normal saline used in the primary bag and lactate ringers used in the secondary bag (500 ml bag). The programmed rate was 999ml/hr. A bolus of heparin was also injected. Half (250 ml) of the secondary bag was infused and half of the primary was infused. It was also reported there was no patient injury.